Event description:
Caller reported cartridge alarm 30 occurring during the load process, but there was no adverse impact to the customer¿s blood glucose level. Cts confirmed recurring cartridge alarms and decided to replace the pump. Customer understood instructions to place the pump into storage mode and return it within 10 days using the provided box and label. Caller was advised about setting up the replacement pump with updated software and connecting their cgm. Mdi will be used as a backup therapy during this transition.